Manufacturer narrative:
It was reported that the product is not available as the customer is retaining the product. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation (mre) review cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. During ablation of 50 watts in the left atrium, the vector was not able to move the catheter. Suddenly the patient¿s pressure dropped. An emergency pericardiocentesis was performed and an unknown amount of blood was withdrawn. The patient survived the event, but the status of the patient is unknown. There were no issues reported with the transseptal puncture. There¿s no information regarding extended hospitalization, patient¿s outcome or physician causality opinion. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.